Event description:
The reporter contacted animas on (B)(4) 2013 to report the patient had been admitted to the hospital on (B)(6) 2013 with hyperglycemia and a blood glucose measuring 568 mg/dl on admission. The patient was reportedly discontinued from insulin pump therapy (ipt) on (B)(6) 2013 at approximately 1:00 pm. The reporter stated the patient¿s bg had been =400 mg/dl during admission. The reporter did not provide any details regarding treatment of the patient during hospitalization. On troubleshooting, the patient confirmed the basal rates in the pump were the most current rates she had been given. There were no associated alarms in the pump history, the basal settings and basal total daily dose history matched the programmed rates. The patient reportedly did not know what the settings should be in relation to the advanced pump features. Neither the reporter nor the patient was able to confirm if the bolus history was correct. The patient denied changes in activity or intake and denied current illness. Troubleshooting confirmed the pump was delivering as programmed. The patient was reportedly re-starting ipt the day of the call. The reporter made no allegation of a pump malfunction in relation to the patient¿s elevated bg and hospitalization. The reporter and patient were advised to follow up with the patient¿s healthcare provider (hcp) to see if the pump settings are programmed as the hcp wants them to be. This complaint is being reported because the patient experienced elevated bg of unknown origin resulting in hospitalization.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.